Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon interrogated it was noted that right ventricular lead exhibited low defibrillator impedance and noise. Lead was replaced on (B)(6) 2018. During the replacement procedure, insulation abrasion was noted on the lead near the suture sleeve area. Patient was stable before, during and after the procedure.